Event description:
It was reported that a patient with a history of pad on (B)(6) 2021 for further intervention due to peripheral vascular disease. It was noted that a previously deployed celt was in the lumen of superficial femoral artery and was occluding flow. A review of the patients' history after the case indicated that the device was embolized previously during a prior procedure (B)(6) 2020 (also reported to medwatch). At the time the patient was discharge because the implant was not flow occlusive at that time. On (B)(6) the physician successfully passed a guidewire past the implant and stented the implant against the wall of the superficial artery. There were other regions of pad below the level of the embolized celt that were treated with laser atherectomy and angioplasty. The patient was discharged from the facility the same day without complications.